Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an unspecified fluid was programmed to infuse for seven (7) hours. However, it was completed in 40 minutes. There was patient involvement but no harm. Bd has learned additional information. It was reported that the event occurred before 1726 on (B)(6) 2023. The medication involved was propofol, ordered to infuse at 14.1ml/hr. (30mcg/kg/hr.).

Event description:
It was reported that an unspecified fluid was programmed to infuse for seven (7) hours. However, it was completed in 40 minutes. There was patient involvement but no harm. Bd has learned additional information. It was reported that the event occurred before 1726 on 26 december 2024. The medication involved was propofol, ordered to infuse at 14.1ml/hr. (30mcg/kg/hr.).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.